Event description:
A report was received that the patient was having difficulty charging the ipg due to the high volume of fatty tissue. It was noted that the sutures holding device into fascia had pulled out and the device was mobile in the fatty tissue. It was also reported that it was unclear whether the ipg was working or not. The physician was not sure if it was due to the placement or device malfunction. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132/(B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was having difficulty charging the ipg due to the high volume of fatty tissue. It was noted that the sutures holding device into fascia had pulled out and the device was mobile in the fatty tissue. It was also reported that it was unclear whether the ipg was working or not. The physician was not sure if it was due to the placement or device malfunction. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.